Event description:
New information received noted that the implantable cardiac monitor was reprogrammed to resolve the oversensing. No further incidents were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was t wave oversensing. The device was being monitored. The patient suffered no consequences.